Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that following the balloon rupture of the catheter, the cardiosave intra-aortic balloon pump (iabp) unit had blood inside causing malfunction, testing with a simulator catheter and does not inflate.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10. The getinge fse that evaluated the iabp unit as mentioned in mfg follow-up #2 reported that the customer accepted the repair estimate. To fix the issue, the fse replaced pneumatic interface module (pim) assembly, drive manifold, helium reservoir assembly and cable assembly pim to interface. And performed all operational tests, functional checks and diagnostic tests to meet factory specifications. Unit passed all operational tests, functional checks and diagnostic tests as per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
It was reported that during patient use, following the balloon rupture of the catheter, the cardiosave intra-aortic balloon pump (iabp) unit had blood inside causing malfunction, testing with a simulator catheter and does not inflate.

Manufacturer narrative:
Additional fields: e1 (event site state: (B)(6), event site postal code: (B)(6)). It was reported that during use cardiosave intra-aortic balloon pump (iabp) "balloon rupture". The customer reported following the balloon rupture of the catheter, the blood reflated inside the machine, causing malfunction. Tested with a simulation catheter does not inflate. A getinge field service engineer (fse) was able to reproduce the customer's complaint, blood contamination was confirmed in pneumatic interface module(pim), drive manifold, fill manifold and cbl assembly pim to interface. Repair not completed, an estimate will follow for the repair of the device. Returned to customer and cleared for clinical use. Patient involvement was there, no harm reported. After doing 3 gfe we haven't received any information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
It was reported that during patient use, following the balloon rupture of the catheter, the cardiosave intra-aortic balloon pump (iabp) unit had blood inside causing malfunction, testing with a simulator catheter and does not inflate. There was no patient harm.